Manufacturer narrative:
The customer reported that there could be a delay in acquiring ECG when switching between modes in certain conditions. Based on the original symptom, no report was made to the component authority. After further investigation, it was determined that there could be a delay in delivering therapy if the users do not realize that they can press the lead select button to immediately change to pads (after changing modes several times), a delay in delivery of therapy could result. There was no malfunction of the device. This issue is the result of a user misunderstanding regarding manual lead selection.

Event description:
The customer reported that there could be a delay in acquiring ECG when switching between models in certain conditions.